Event description:
Initial report received with return of device stated after 3 mos pump has 17.7 cc in it - catheter occlusion: could not withdraw csf. Followup with hcp revealed pump was implanted about 3 and 1/2 years. Pt was experiencing feeling poorly, hcp adjusted drug dose and pt would improve. This was done twice with return of poor feeling and one episode of "flu" symptoms. No acute withdrawal symptoms occurred. A portion of the distal part of the catheter remains in the intrathecal space. Pt has experienced no symptoms related to the retained piece of device. Hcp felt lack of infusion was due to catheter occlusion - no clinical problems. Attributed to pump. Hcp attempted unsuccessfully to withdraw csf through the catheter and performed a block which did relieve pain for the patient. A catheter problem was diagnosed. Upon surgical exploration it was found that the catheter had "disintegrated" at entry into the intrathecal space. The remainder of the catheter was removed and replaced as well as the pump. Patient is doing well with new system.